Manufacturer narrative:
Results of analyzer printout indicated that at 7:58 am, customer ran troponin I, myoglobin and ckmb on pt 62966; results were <l, 66.5,1.6 respectively. Next specimen on printout is at 9:42, pt 62977 has results of ckbm=97.7, myoglobin+779.7, troponin I=4.27. All results flagged with "dl" error. 2.next results of printout starting at 14:38 is a myoglobin calibration with ce and dl flags on every result. No rates on any result, 2 have hb, dl flags with rates of -30188.6 and -19305.3. Printout does not indicated that any quality control was run. Results transmitted to lis. Pt results transmitted to lis will have a status error flag for the measurement error transmitted for the "dl" flag as part of transmitted record. Tosoh does know how the transmitted flags associated with any transmitted result is handled by their lis so can't explain why lis did not flag result as on the aia-600 ii printout. This is an initial report. The final report will be filed at the conclusion of the investigation.